Event description:
Same case as MFR#: 2134265-2012-08165, 2134265-2012-08339 it was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A non bsc guide wire was used to cross the lesion and then exchanged for the floppy rotawire guide wire. Rotational atherectomy was performed with a 1.5mm rotalink plus burr. The 1.5mm burr was exchanged and while attempting to use the 2.0mm rotalink plus burr, it was noted that a fragment of the rotawire guide wire had detached and was at the "av" of rca. The physician thought the detachment occurred either during removal of the 1.5mm burr or while advancing the 2.0mm burr over the rotawire and not during ablation. An attempt to remove the wire fragment utilizing a 2-wire, spiral technique was unsuccessful. No further intervention was performed and the fragment remains inside the "av" of the rca. There were no additional patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).